Event description:
The customer from (B)(6) obtained blood glucose readings of 273 mg/dl and 102 mg/dl at 10:45 a.m. On the contour ts and contour plus meters respectively. There was no allegation of adverse event. Since the contour plus test strips used to obtain the result were not customer's, they are not expected to be returned. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. The in-house contour ts meter was tested with in-house contour next test strips from lot # 8eqhc02d, which gave satisfactory performance.